Event description:
Starting in jan I thought I had something in my eye. It was red and very painful and constantly was tearing. I removed my contacts and looked in eye to see if something was in it. Did not see anything. That night I placed a patch over it and rested it. The next morning it was tolerable but still painful. Three days later, in the pm hours it started up again. Running constantly, unable to get relief shutting eye. Red and pains shooting in it. I was unable to sleep all night and was very nervous due to the horrible pain. I called the hospital at 4 am and asked one of the ER nurses did they have drops for pain relief, or could they look in my eye. She said she did not know of any relief drops but they could put some drops in the eye and look around. But if it was anything wrong they would have to send me on to a eye dr. I waited for my husband to get home from work that am and was crying with pain. I called my local eye dr, at home, and told him what I was experiencing. He met us at the clinic and put some drops in my eye to numb it. It was the first relief I had gotten all night. He looked at my eye and counted at least 11 corneal ulcers. Three very large ones at the bottom and numerous ones all around. I could not see out of the eye at all. He was very alarmed and said we had to treat these very aggressive. He started me on antibiotics right away and gave me a prescription for more. To be placed every 2 hours around the clock. I saw him the next day. And the following day with some improvement. Returned three days later. I still have itching and burning in the eye and always feel like something is in it. I was using renu with the moisture loc. I had a hysterectomy in october of 2006 and was having trouble with dry eyes at the time I bought it. Dr at the time of my first visit advised me to throw out any unused solution, cases or drops I had at home or any contacts, solution -opti-free- abd cases.